Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient stated their stimulator kept turning on and off. Patient said they were just outside for a walk and the stimulator turned off, and said the issue had been going on for the last couple months. Patient had not noticed any patterns in positions/activities when the stim turned off. Patient service specialist (pss) asked, patient said stim was not down to zero when they noticed stim was off, but when they checked settings, the screen showed the implant was on, but patient said they couldn't feel stim like normal so they knew stim was off. Patient also said they could tell because if they squeezed their shoulder blades together, they could always feel the stimulation getting more intense, but not when the issue happened. Patient confirmed they had not had any falls or changes to settings the past couple months, and did not know if they had adaptivestim programming. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received. The rep reported they met with the patient and their hcp. The patient reported they are still feeling the stimulation go off and back on, and the hcp presented reasons to get replacement battery, which the patient agreed with. The patient will be having replacement surgery on (B)(6) 2023. On (B)(6) 2023 the patient (pt) reported their battery needs replacing, and confirmed they have surgery scheduled. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with patient (pt) today but was not with pt on the call. Caller states the pt states their stimulation is turning off around 2-3 times a week. The caller states the pt did turn stimulation up when encountering the issue as what appears to be a possible troubleshooting step. The caller states the pt does nothave cycling, the pt uses adaptivestim. The pt is using contacts 4,5,6,7,10 ,11,12,13 and per the session report the impedances are in a normal range (caller noted highest value at 12xx ohms). The caller did note that therapy was good for pt in times where this issue is not occurring. The caller states when issue occurs the programmer still shows ins as on. Pt is using group c. Caller states the pt had a fall 'a while ago' playing pickleball and had rotator cuff/bicep surgery in march of this year. Tss reviewed having the pt keep a log of when this occurs with as many details as possible and the caller should inquire into adaptive stim settings the next time he is with the pt. (B)(6) 2023: additional information was received from a manufacturer representative (rep). The rep reported that the patient always has adaptive stim on. There has been no determination as to why stim is turning off. Tech services suggested patient monitor and record when stim turns off and in what position the patient is in. Rep will be keeping in touch with the patient to determine if there is a pattern or is it random. Issue is not resolved. Information was provided to the physician.